Event description:
During a pci/stenting procedure, deflation difficulties were encountered. The lesion being treated was a 100% stenotic (ami) lesion in the mid lad. The physician had successfully deployed an express2 stent (size unk) in the proximal to mid lad, however, a sub-acute thrombosis occurred. The physician then used a thrombusterii to suction the thrombus. The physician then attempted to place the express2 monorail 4.0 x 12 stent in an unspecified pre dilated lesion. The stent was deployed at 14 atms, however, the balloon did not fully deflate. Resistance was encountered while attempting to remove the delivery device, however, the physician was able to retract the delivery device back near the guide catheter after applying negative pressure. An attempt was made to unsuccessful. The physician was finally able to retract the delivery device back into the guide catheter for removal of the entire system. The stent was post dilated with another balloon and the procedure was completed. Patient status is listed as good. A launcher ebu 3.5 guide catheter, a rumthrough 0.014 guide wire, a quantum maverick balloon catheter and an encore 26 inflation device were also used in the procedure.